Manufacturer narrative:
Records indicate the system remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and chronic implantable defibrillation lead expired. The patient had gone into atrial fibrillation (af) and then shortly after had also gone into ventricular fibrillation (vf) resulting in a dueling arrhythmia. The patient had received eight shocks however was not converted. Shock impedance measurements were noted to be high, including a high out-of-range measurement during the last shock. The episode lasted 51 minutes and 27 seconds before meeting end-of-episode criteria. The following episode did not meet criteria due to undersensing and sensing of premature ventricular contractions (pvc). It was also noted that, approximately a week earlier, the pace and shock impedance measurements had begun to increase concurrently. Additionally, it was noted that, during a device change out procedure a few months prior, conversion difficulty was observed. Shock impedance measurements had been in range, however three attempts were needed to convert the arrhythmia. Engineering analysis of the episode data noted a potential lead anomaly or loose connection may have contributed to the high out of range shock impedance measurement.